Event description:
Pt complained of clicking and feeling of possible dislocation for 2-3 months before revision. Surgeon had done original revision in 2000. Cemented liner into biomet 62mm cup, stem was bioment impact with 22mm std. Head. Dr. Stated he felt cement bond to liner gave way causing undo stress to ring. Large ring broken pre-op on x-ray. Replaced new linear into same shell with full tobra cement.